Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that 3 units of ar-4501, meniscal cinch¿ ii, were defective. For the first ar-4501, the first anchor set properly but when the second anchor was being set, the button was stuck. For the 2nd ar-4501, both implants set successfully but dropped out when the suture was being retrieved. For the 3rd ar-4501, the first anchor was set successfully but the second one failed. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully as ar-4500 was used. Ar-4515 was used as cutter/knot pusher. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual evaluation, it was noted that neither of the implants were returned with the device, and only a piece of frayed/damaged suture was stuck in the cannula. Depth stop was not returned with the device. Pushrod was damaged. Functional testing was performed and noted that one of the trigger buttons is stuck and not able to move. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device.